Event description:
Pt meter was reading inaccurately low. They stated they have been getting readings consistently in the 200 mg/dl's range. They stated that they had been vomiting for four days and were unable to hold any food or liquid down. This also caused dehydration. They began to feel disoriented, they tested there blood sugar and obtained a reading of 203 mg/dl. The paramedics were called and arrived within 5 minutes. They tested pt on their meter and obtained a reading of 893 mg/dl [sic]. They were taken to the ER and treated with insulin. They were diagnosed with the stomach flu, dehydration, a torn esophagus and high blood sugar. They were released from the hosp four days later. This case is being reported as a medical complaint, although, an invalid comparison was made to the paramedics meter. Also the pt experienced dehydration, which has been documented to cause inaccurately low results. The meter has been replaced. No further info has been reported.